Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 3 for failure analysis investigation. The unit was analyzed and in logs, the 23065 error was found indicating fault on the usm yaw axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was install onto a golden system where it passed. The usm was then installed onto psc fixture test platform (pftp) where friction speed very slow was found to be failing on the yaw axis. Once testing was completed, the yaw motor module and harmonic drive was aba tested and was verified to be the source of the fault.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 3. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) they received error 23062 during the procedure then 319 error on universal surgical manipulator (usm) 3. They restarted the system; they then received a 319 error associated with usm 3. They were able to disable usm 3 and the system had recovered from the fault. They did a power cycle and an emergency power off of the entire da vinci system. The 319 error came back on usm 3 at power up. They were able to disable usm 3 again and the system had again recovered from the fault. They are to continue with the procedure and use the da vinci system as a three-arm system. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse informed the case was completed with 3-arm with no harm or injury to the patient. The nurse cannot provide patient information.